Event description:
It was reported that an alert/notification setting occurred. The patient reported via maude that the patient did not receive an alarm from the mobile device after the wearable failed. Per documentation on (B)(6)2024, the wearable failed with no alarm and no warning whatsoever. According to the report, the spouse heard the phone alarm clock alarming, and the patient was not responding because of hypoglycemia. The spouse fed her glucose tabs and noticed that "the sensor had died" with no warning over two hours prior to her discovery. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Voluntary MDR/medwatch report number mw5166241.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.